Event description:
Information received from the field notes that the device was in back-up mode and the programmer could not correct it. The patient's rhythm was in the 30's and no pacing was seen. The device was subsequently replaced.